Manufacturer narrative:
The device remains implanted in the patient and will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The one (1) month follow-up CT showed the presence of a possible type ii, more probably a type ia endoleak evidenced by contrast outside the graft lumen. The patient was not necessarily symptomatic; the aneurysm sac has remained largely unchanged, maybe a slight regression form the index procedure. A re-intervention may be planned to treat the endoleak; the physician is weighing the options for secondary repair. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
Clinical assessment was performed based off the provided medical records. The reported type ia and type ii endoleaks are confirmed. The type ia endoleak is most likely user related as the aortic body was oversized. The procedure related harms identified was the type ii endoleak. The final patient status was reported to be on surveillance. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Results codes - 1354 removed, correction. Results codes - 3233 removed, correction. Conclusion codes - 11 removed, correction.